Event description:
It is reported that the device was revised in 2006 due to osteolysis. The implant date is unk.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Cause cannot be definitively determined. No product or x-rays were returned for evaluation. No catalog number or lot number was provided; therefore, the manufacturing records could not be reviewed.